Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. The device history report (DHR) for lot 13619808 was reviewed and there were no relevant non-conformance's found that would have contributed to the reported complaint. Additional contact information: (B)(6).

Event description:
The event involved a microclave¿ clear neutral connector where it was reported that at 0105h, the needless connector had come detached from the red port of the patient's right arm peripherally inserted central catheter (PICC) line, the connector was attached to cidofovir and ns med line. The pillowcase was noted to have about a 7cm diameter area of blood where the patient's arm had been resting. A small amount of blood was also noted on the burn- net, tegaderm IV dressing, and cuff of the patient's pajama sleeve. Replaced with new sterile needleless connector cap on same. The problem is recurring. It was not reported if the patient¿s status changed due to the event and it was not reported if there was any clinical impact on either patient as the result of the incident. There was patient involvement and no adverse event was reported.